Event description:
It was reported that while routinely testing the handpieces, discovered the device displayed error 3 with test tip and test button. There was no pt involvement.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the hand piece was tested on a generator and found to be not functional. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 3 to occur. Possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.